Manufacturer narrative:
The sheath was returned in a used and damaged condition: the cap and tuohy-borst adapter had separated from the sheath with the flare intact and of adequate size. The tuohy-borst and cap were not returned. Per quality control specification, there is an inspection, confirming the correct proximal fittings and that the flare is caught securely in cap assembly and that the sheath does not rotate. It is also verified the coil in sheath continues into cap. Each flare is inspected with appropriate flare gauge. Furthermore an IFU is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A review of manufacturing records revealed that the devices from the complaint lot were assembled prior to the effective implementation date of (B)(6) 2010, for a change request that required additional control devices for the hub attachment process on flexor sheaths 8.5 fr and less. A corrective action/preventative action was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode.

Event description:
Therapy for common iliac artery was performed. During pta with use of the device, the thread part of the clear touhy-borst adapter was separated suddenly. It was noted the screw thread was stripped. Another piece of the same device was used to continue the procedure. No adverse effect on the patient.